Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the patient is using the omnipod 5 app. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 17.4 cloud - smartphone hardware iphone14.5 cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Blood glucose levels and symptoms were not provided. The patient was treated with intravenous fluids and insulin therapy. The patient was released after 24 hours. The patient's mother reported receiving an error message in the omnipod app stating to delete and reinstall the app which subsequently led to high blood glucose level.